Manufacturer narrative:
The initial report was inadvertently entered that patient was not receiving ineffective therapy, it should have been patient was not receiving effective therapy as corrected in additional report-1.

Event description:
Related manufacturer reference number 1627487-2016-02407 . Related manufacturer reference number 1627487-2019-07676. It was reported that patient experienced ineffective therapy and discomfort. As a result, the entire system was explanted. Patient was not able to provide the exact date of explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02407. It was reported the patient has not been receiving ineffective stimulation. As a result, he plans to undergo surgical intervention.